Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, after firing the probe into the breast and taking multiple samples, there was no return of tissue. The physician removed the probe and finished the biopsy using another like device. No pt consequence.